Event description:
The physician attempted arteriotomy closure with the perclose a-t (the closer ak) device after a diagnostic procedure. During preparation the marker port was flushed without any reported problems. Fluoroscopy was performed to determine arteriotomy placement in the common femoral artery. It was reported that the physician met resistance during device insertion when the distal sheath was at skin level. The physician decided to discontinue use of the device. Attempts were made to remove the device, but it would not come out. A small dissection was performed. The arteriotomy was irrigated and the device was "slightly" manipulated. Then the physician was able to remove the device. Manual compression was held for 20 minutes and the pedal pulses were present and palpable. The patient was transferred to the coronary care unit. The patient was reported to be doing "fine". There is no report of adverse patient effect.